Event description:
A ventilator was returned to a third party service center for service. The device was not in patient use. During the evaluation of the device at the third party service center, an issue related to the ventilator's screen save was observed. The device's front panel board and system to lcd cable need replaced to address the issue.